Event description:
The test strip port was damaged. The patient reported high blood glucose symptoms while attempting to test. Obtained a result of 299 mg/dl and treated with insulin. Was then taken to the hospital where they were also treated with insulin. The issue was not resolved with troubleshooting. No further information has been reported.